Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. 1 event was duplicated during testing. 1 device was found to be affected by non-stryker repair. 1 device was repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device operated in the wrong mode. 1 event had patient involvement; no patient impact.